Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the delivery system was returned with the product packaging and label. The y-body was returned pinned to the distal end of the pusher rod handle. The pusher catheter was returned inserted into the deliver sheath. A kink was noted to the delivery sheath near the proximal end. This is an incidental finding as it was not reported by the user. The kink is most likely due to the manner in which the sample was shipped back for evaluation. There were no anomalies noted to the returned dilator. The filter was not returned for evaluation. Functional/performance evaluation: no functional testing of the delivery system was performed as the filter was deployed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the delivery system was returned for evaluation. The filter was not returned for evaluation, as the filter remains implanted in the patient. No images were provided for review of the alleged bent filter limb. Therefore, as only the delivery system was returned for evaluation, the investigation was inconclusive for material deformation of the filter limb. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon deployment of a vena cava filter, during removal of the filter sheath, imaging demonstrated one of the filter limbs was allegedly bent approximately 90 degrees. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon deployment of a vena cava filter, one of the filter limbs allegedly appeared bent outwards approximately 90 degrees. There was no reported patient injury.